Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawer failures and system crashes. A field service engineer (fse) investigated reports of the station locking and rebooting. A power interface module was added due to the number of half height cubie drawers. An issue related to group policy was identified, and the station initially continued to lock, preventing testing. The fse subsequently reimaged the station, after which the issue was resolved. The station was returned to service, and successful access to gpedit.msc was verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station sura machine was failing drawers and crashing to a blue screen during normal workflow. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.